Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error that persisted after multiple restarts, and a replacement device was shipped with instructions to shut down the original unit, return it with a provided label, and perform a standard startup on the replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included a review of the device history and customer communication, with return of the original device facilitated for assessment. Investigation of this case revealed a suspected device malfunction related to the insulin delivery mechanism consistent with an insulin shaft rewind error. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending physical evaluation.